Event description:
Case description: current condition: type 1 diabetes (since 2017 with previous treatment for diabètes : novorapid, levemir, omnipod insulin pump) procedure: conization (since 2024). Investigation results: name: novopen echo plus bleu, batch number: mvg8t19 -visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. -digital data based investigation: data from the partner clouds show a functional pen with no known pen issues. See below: aa6pww (abbott) 0 alarms 5 injections, 30.5 insulin units, over 1 days from (B)(6) 2023 mean of 5 injections and 30.5 units on 1 days investigation now possible with physical sample ((B)(6) 2024). Nfc statistics logs indicate: num of upload start (#) 7. Num of upload complete (#) 3. Num of upload failures - interrupted transfer (#) 3. -data transfer from the pen was initiated 7 times and was successfully transferred 3 times. Connectivity on the pen works. The 3 errors attributed to interrupted transfers were registered when a patient attempted to transfer the dose log and unknowingly interrupts the transfer by moving the pen away from the nfc spot. This could be because it was not clear to the user what transfer-in-progress and transfer-complete behaviour is, when using the app. -error logs indicate that a mcu reset was registered around (B)(6) 2024. -when a reset occurs, the dose entries registered on the device were invalidated. When the error is transferred over, the patient will likely see a message on the app indicating that logs maybe missing for certain periods of time. However, since the last successful transfer was registered at 79874 seconds and the reset was registered at 25056000 seconds, the patient has very likely not experienced this on the app. -the display shows "error" due to an unexpected reset of the pen memory function. This means that the injected dose is not visible in the display. When trying to set new dose the error message disappears. Though the error message may be reoccurring. Furthermore, the current and all previous registered doses are not available any longer. As it is not possible to transfer the data of the registered doses prior to the reset, the data is also missing in the recorded dose log displayed in the app. However, the issue has no impact on the mechanical function of the pen and therefore, no impact on dosage accuracy. The fault was due to an error at novo nordisk. -visual examination and functional test of the returned product were performed. The tests show the pen(s) to be performing as normal. The electronic register shows that the connection between the pen and the app was interrupted before the transfer of the data was finalized. It was important to keep the pen on the phone/tablet connected for a period long enough to allow all data to be transferred. The observed issue has no influence on the pen ability to deliver a set dose correctly and therefore, no influence on dosage accuracy. -as the pen functions normally, this issue was not related to any novo nordisk processes and was due to premature removal of the pen from the phone/tablet. The electronic register was checked. In the logs were detected: mcu reset due to power on and mcu reset due to brown out. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The device was disassembled to examine internal parts and a microscopic examination was performed. No foreign matter was observed inside the dose selector module. The display shows "error" due to an unexpected reset of the pen memory function. Name: novopen echo plus rouge, batch number: mvg8t20. -a visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. -the batch documentation was reviewed. Nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. -no abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal. -the electronic register was checked. Several codes in the logs indicates that the memory display had showed error during use. -visual examination and functional testing were performed. The mechanic pen mechanism was found to be function normal. During test the memory display was reflected the dialled dose. -the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. -the dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. -the device was disassembled to examine internal parts and a microscopic examination was performed. No foreign matter was observed inside the dose selector module. -during examination of the product, no irregularities related to the complaint were detected. Name: novorapid, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: levemir® penfill® 100 u/ml, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Since last submission the case has been updated with the following -patient pregnant field updated to no. -medical history added. -investigation results updated. -malfunction field updated to no for novopen echo plus rouge. -is non-reportable field updated. -EU ca tab: final report check box ticked, expected date of follow up removed. -device addendum tab: b c d g codes updated. -narrative updated accordingly. Final manufacturer's comment: 25-jul-2024: visual examination and functional test of the returned product were performed. The tests show the pen(s) to be performing as normal. As the pen functions normally, this issue is not related to any novo nordisk processes and is due to premature removal of the pen from the phone/tablet. Although the data, related to previous registered doses prior the unexpected reset of the pen memory function, is missing, the observed issue has no influence on the pen ability to deliver a set dose correctly and therefore, no influence on dosage accuracy. The connectivity function is only required to transfer the data stored on the novopen injector and can be used between injection events and therefore does not impact the injection function of the novopen injector. H3 continued: evaluation summary name: novopen echo plus rouge, batch number: mvg8t20. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The batch documentation was reviewed. Nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal. The electronic register was checked. Several codes in the logs indicates that the memory display had showed error during use. Visual examination and functional testing were performed. The mechanic pen mechanism was found to be function normal. During test the memory display was reflected the dialled dose. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The device was disassembled to examine internal parts and a microscopic examination was performed. No foreign matter was observed inside the dose selector module. During examination of the product, no irregularities related to the complaint were detected.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) repeated episodes of hyperglycemia [hyperglycaemia] impossibility in the transfer of doses to its librelink application [device wireless communication issue] case description: this serious spontaneous case from france was reported by a consumer as "repeated episodes of hyperglycemia(hyperglycaemia)" with an unspecified onset date, "impossibility in the transfer of doses to its librelink application(device wireless communication issue)" with an unspecified onset date, and concerned a female patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "device therapy", novopen echo plus (insulin delivery device) from unknown start date for "device therapy", novorapid (insulin aspart) (dose, frequency & route used- unk) from unknown start date for "drug use for unknown indication", levemir penfill (insulin detemir) (dose, frequency & route used- unk) from unknown start date for "drug use for unknown indication", patient's height, weight and body mass index (bmi) were not reported dosage regimens: novopen echo plus: novopen echo plus: novorapid: levemir penfill: medical history was not provided. From an unknown date, patient finds it impossible to transfer the doses to its librelink application. From an unknown date, patient had repeated episodes of hyperglycemias and was hospitalized on (B)(6) 2024. Hospitalisation duration was not reported. Batch numbers: novopen echo plus: mvg8t19 novopen echo plus: mvg8t20 novorapid: asku levemir penfill: asku action taken to novopen echo plus was reported as unknown. Action taken to novopen echo plus was reported as unknown. Action taken to novorapid was reported as unknown. Action taken to levemir penfill was reported as unknown. The outcome for the event "repeated episodes of hyperglycemia(hyperglycaemia)" was unknown. The outcome for the event "impossibility in the transfer of doses to its librelink application(device wireless communication issue)" was not reported. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".

Event description:
Case description: dosage regimens: novopen echo plus: not reported; novopen echo plus: not reported; novorapid: not reported; levemir penfill: not reported. Since last submission the case has been updated with the following product tab updated (EU/ca updated :expected follow up date) sample received date was updated in novopen echo plus narrative updated accordingly. References included: reference type: e2b company number, reference ID#: (B)(4). Reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2024-00079. Reference notes: medwatch 3500a MFR. Report number reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2024-00080 reference notes: medwatch 3500a MFR. Report number reference type: e2b report duplicate reference ID#: (B)(4). Reference notes: ansm (national agency for the safety of medicine and health products), fra this report is for a foreign device that is assessed as "similar" to us marketed novopen echo. H3 continued: no (attach page to explain why not) or provide code 02 device evaluation anticipated, but not yet begun.